Event description:
The package was opened by the physician and upon inspection of the package, a hair was found inside the sterile packaging.what was the original intended procedure?drainage placement.device #1is this a laboratory device or laboratory test?no.